Event description:
Customer's mother reported, customer was hospitalized for diabetic ketoacidosis. Troubleshooting was not performed. Customer had disconnected from the pump. After the blood glucose had stabilized, the customer changed the infusion set and re-connected to the pump. Customer again went into diabetic ketoacidosis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.